Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported as "pump stopped pumping without any sort of alert.". As reported by a teleflex clinical support specialist, "[clinician] reported to me that the pump stopped pumping without any sort of alert. The only way that he knew it had stopped is that he could not hear it pumping. His back was to the pump at the time. He asked if anyone had stopped the pump. They all responded 'no'. He pressed the pump on key and pumping resumed as usual. He did not notice the pump-off timer but was certain that it was less than 10 seconds that it had been off. He said that it was very concerning to him that the pump would just shut off without any sort of alert. I reassured him that this is not normal function and also very unusual. He then reported other issues they have had with the ap signal. He claims that the pump will alarm for a loss of ap trigger even though the ap waveform is there and stable. He said that this has happened multiple times, but he did not have the specifics about these events. He did say that all of the issues are happening in the or only." No patient harm or injury, patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Reported as "pump stopped pumping without any sort of alert.". As reported by a teleflex clinical support specialist, "[clinician] r eported to me that the pump stopped pumping without any sort of alert. The only way that he knew it had stopped is that he could not hear it pumping. His back was to the pump at the time. He asked if anyone had stopped the pump. They all responded 'no'. He pressed the pump on key and pumping resumed as usual. He did not notice the pump-off timer but was certain that it was less than 10 seconds that it had been off. He said that it was very concerning to him that the pump would just shut off without any sort of alert. I reassured him that this is not normal function and also very unusual. He then reported other issues they have had with the ap signal. He claims that the pump will alarm for a loss of ap trigger even though the ap waveform is there and stable. He said that this has happened multiple times, but he did not have the specifics about these events. He did say that all of the issues are happening in the or only." No patient harm or injury, patient status is reported as "fine".